Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed platelet (plt) results for 2 patients that repeated in the normal range (140 to 440 k/ul) when processing on the cell-dyn 1800. On (B)(6) 2015, patient 1 generated a plt of 10 k/ul and 14 k/ul but a redraw specimen generated plt of 198 k/ul. On (B)(6) 2015, patient 2 generated a plt of 19 k/ul, with redraw specimens generating plt of 13 k/ul and 278 k/ul. No impact to patient management reported was reported. Patient 1 is a (B)(6) year old female. Patient 2 is a (B)(6) year old male.

Manufacturer narrative:
The field service representative replaced silicon tubing, fluidics fittings and the hgb flowcell on the cell-dyn 1800. The evaluation consisted of a review of product historical data, product labeling and review of submitted data. The review of product historical data did not identify a product issue for the cell-dyn 1800, tubing, fluidic fittings and hgb flow cell. A review of the complaint issue found there was not enough information related to the 2 patient's underlying disease, diagnosis, prescribe treatment, and sample collections (fingerstick or venipuncture). Identification of what may have caused the depressed plt issue for the 2 patients samples was not possible; therefore, the investigation was inconclusive. Possible causes for the discrepant plt results include: instrument needed service preventive maintenance and/or troubleshooting, clotted sample, short sample, clog in the aspiration and dispense area. The cell-dyn 1800 operator's manual provides probable causes and corrective actions for data related issues. No product deficiency for the cell-dyn 1800 was identified based on this evaluation.